Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician and manufacture representative (rep) on 2019-jun-24. The MRI technician was calling because the patient needs an MRI but the ins will not charge. Technical services reviewed contacting the managing healthcare professional (hcp) for MRI eligibility form. The rep also called and reported receiving multiple calls from facility and family. Technical services reviewed MRI eligibility form as the best option for the patient to be scanned or to jumpstart the ins. The rep was sent MRI guidelines. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the recharger was dead but the MRI technician needed to activate MRI mode for an MRI of the knee. It was reviewed that MRI mode has to be activated on the patient's programmer, but the patient didn't have their programmer with them so troubleshooting could not be performed. It was also reported that the patient told the MRI technician that the ins had not been functional but no further information could be obtained regarding that statement. It was reviewed that the patient would need to obtain their programmer and try to communicate with the ins and to charge the recharger and ins if needed. If they were to find that they could not communicate or charge the ins, then they would need to see their doctor. No symptoms were reported. No further complications were reported or anticipated.